Event description:
Received information that load fill tubing was stopped at 9.8 units and a message asking for minimum of 50 units of insulin was displayed. Reportedly, the cartridge had been filled with 250 units. The customer's blood glucose level was impacted.

Manufacturer narrative:
The customer would fill their cartridge with a syringe during fill tubing. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.